Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of faulty intraocular lens (iol). Additional information ahs been requested.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Viscoelastic was dried on the lens. One haptic was broken in the gusset area and was bent in the distal area. The optic was cut into two large portions. Upon return, each optic portion was torn against a post of the lens case. No other observations made to the returned product. Associated products were not provided. It is unknown if qualified products were used. The complaint was reported as "faulty lens". The specific issue with the lens was not provided. Follow up was attempted to gain clarification. No further information has been provided to date. The used lens was returned cut in half. Broken and bent haptic damage was observed. The lens damage was most likely interpreted as the reported complaint. The lens had been replaced into the lens case incorrectly resulting in damage to the optic. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).